Event description:
Customer reported that she had high blood glucose due to her insulin pump did not delivered enough insulin. Customer stated that she changed her infusion set, but the problem remains. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.